Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed when a battery is inserted into the device. The insulin pump would turn on, turn off, and cease booting up. The patient's blood glucose at the time of incident was 180 mg/dl. No further details were provided. The insulin pump will be returned for analysis.